Manufacturer narrative:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) ruptured. A smart stent had been deployed in the external iliac artery (eia) and contact with the stent edge may have caused it, however, the exact cause is unknown. Since the sheath was still in place, a cordis 6f exoseal vcd was used and hemostasis was achieved successfully. There was no reported patient injury. The procedure was an iliac case with an ipsilateral approach. The mynx was used after switching to a 6f non cordis short sheath. The deployer was mynx certified. The femoral vessel's suitability was verified on angiography, including confirmation of the vascular sheath introducer angle between 30-45 degrees. The procedure involved an arterial vessel. The vessel diameter was verified to be greater than or equal to 5 mm, and there was no vessel tortuosity. The balloon was pulled back after inflation. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection showed that both button 1 and button 2 were not depressed. The stopcock was open with a cordis mynx syringe attached to the unit. The sealant was present in its manufactured position but partially exposed. The sealant sleeves exhibited a frayed/split/torn condition. The catheter sheath introducer (csi) was not returned with the device. The balloon was deflated, and the core wire was present, while the atraumatic tip showed no damage or abnormal condition. No additional anomalies were observed during this analysis. The slit length could not be measured due to the frayed/split/torn condition of the sealant sleeves. However, the catheter working length was verified and found to be within the defined specification. The measurement was obtained using a calibrated ruler. The functional inflation/deflation test could not be performed due to leakage observed during the inflation attempt. A simulated deployment test was performed successfully, and the unit functioned as intended ¿ deploying the sealant and retracting the balloon as expected. After aligning the tension indicator by pulling distally, button 1 and button 2 were depressed in the instructed sequence. A high-magnification microscopic evaluation was conducted on the balloon surface. This inspection confirmed the presence of a longitudinal tear on the balloon. The reported event of ¿balloon-balloon loss of pressure¿ was observed through analysis of the returned device due to the tear noted on the balloon. Additionally, a condition was noted to the returned device of ¿mynx control system-deployment difficulty-premature¿ as a partial exposure of the sealant was observed due to the frayed/split/torn condition of the sealant sleeves noted. However, the exact cause of the tear found to the balloon and the condition of the exposed sealant could not be conclusively determined during analysis. Based on the information available for review and product analysis, access site vessel characteristics likely contributed to the rupture reported as it was stated that a smart stent had been deployed in the eia and contact with the stent edge may have caused the rupture. Additionally, procedural/handling factors with the device could have contribute to the frayed/split/torn condition of the sealant sleeves and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, that could cause the sealant to be exposed/swollen prematurely. However, as this condition was not reported by the customer, it is unknown if this received condition occurred due to manipulations after the procedure. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU states in the special patient populations, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with prior surgical procedure, pta, stent placement, or vascular graft in the common femoral artery.¿ the IFU also states, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggests that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured. A smart stent had been deployed in the external iliac artery (eia) and contact with the stent edge may have cause it, however, the exact cause is unknown. Since the sheath was still in place, a cordis 6f exoseal vcd was used and hemostasis was achieved successfully. There was no reported patient injury. The procedure was an iliac case with an ipsilateral approach. The mynx was used after switching to a 6f non cordis short sheath. The deployer was mynx certified. The femoral vessel's suitability was verified on angiography, including confirmation of the vascular sheath introducer angle between 30-45 degrees. The procedure involved an arterial vessel. The vessel diameter was verified to be greater than or equal to 5 mm, and there was no vessel tortuosity. The balloon was pulled back after inflation. The device will be returned for evaluation.